Manufacturer narrative:
H10: additional information: records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. Samples were not returned by consumer; therefore, no further investigation could be performed.

Manufacturer narrative:
The final investigation is pending completion.

Event description:
Consumer reported via e-mail that upon removal of a tampon her daughter realized there was no string and pulled foil out of her vaginal cavity. Consumer reported the pledget was missing and the applicator had foil inside instead. She stated she found two other tampons with foil inside the applicator instead of a pledget. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome, however, no further information has been received.